Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two weeks post-implant this right ventricular (rv) lead exhibited symptoms of a perforation. The pacing impedance had decreased to 273 ohms and the pacing threshold had increased to 7.5v. Also, the shock channel showed a biphasic morphology consistent with a coil that was partly in the myocardium. An x-ray was performed and confirmed the perforation. The lead was repositioned, with normal measurements obtained. No additional adverse patient effects were reported.